Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional event information. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician's observations of such as the reason for surgical intervention. Because identification numbers were not provided, quality was unable to trace device lot history of the device, complaint history, non-conformances, and capas for this lot number. However, all devices sold and labeled by this corporation must pass manufacturing, quality, and sterility procedures prior to release.

Event description:
Additional information received indicated sst deformity.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, incorrect size.